Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that they have had incidents of macular edema after surgery. Additional information has been requested but not received.

Manufacturer narrative:
A nurse reported that they have had incidents of macular edema after surgery. Additional information was requested but not received. Cystoid macular edema (cme), following cataract surgery, states 20% of the patients who undergo uncomplicated phacoemulsification or extracapsular extraction develop angiographically proven cme. A clinically significant decrease in visual acuity is seen only in about 1% of these eyes. If cataract extraction is complicated by posterior capsule rupture and vitreous loss, severe iris trauma or vitreous traction at the wound, there is a significantly higher incidence (up to 20%) of clinically apparent cme, which is unrelated to the presence of an anterior chamber intraocular lens (ac-iol). Clinically significant cme usually occurs within 3¿12 weeks postoperatively. Spontaneous resolution of the cme with subsequent visual improvement may occur within 3¿12 months in 80% of the patients. Cataract surgery in diabetic patients may result in a dramatic acceleration of pre-existing diabetic macular edema leading to poor functional visual outcome. This can be prevented provided the severity of the retinopathy is recognized preoperatively and treated appropriately. Cystoid macular edema is one of the leading causes of poor postoperative visual acuity after cataract surgery in uveitis patients. The system was examined and the company representative did not mention replicating anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 17, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).